Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the button active message was displayed during the system startup. The review of system log files showed control 75 float tabletop key was active. Upon troubleshooting, the fse found that there was an independent pan handle installed next to the mouse pad, which was being pressed down by the mouse pad. To resolve the issue, the fse adjusted the pan handle position, after which the active message disappeared. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating "button active at startup", which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.